Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer inspected the analyzer and determined that a faulty vacuum and sipper nozzles caused the event. He replaced these parts and the three-way valve. He verified the analyzer's performance with ion-selective electrode checks, calibrations, qcs, and precision checks.

Event description:
The initial reporter received questionable sodium electrode assay results for 27 patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the reporter stated that the nurse questioned the patient's result as it was 8-10 points higher. The specific results were not provided.